Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. The outer insulation had breached depression. The distal conductor and proximal conductor were strectched, there was blood/body fluid (not obstructed) on the distal conductor and the proximal conductor, the outer insulation was pulled apart (overstress), the outer insulation had breached cut and cosmetic depression.

Event description:
An infected pocket was reported. The lead was removed, returned and subsequently tested out of specification. No further patient complications were reported as a result of this event.